Manufacturer narrative:
Concomitant medical products: 5086mri58 lead, implant date (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential atrial undersensing was noted on the right atrial (ra) lead. It was noted the patient is a welder and programming was chosen with this fact in mind. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.